Event description:
Medtronic received a report that the product was being used as per the IFU but the coil was kinked within the microcatheter. A new medtronic product used to complete the procedure. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Additional information received reported there were no issues that resulted in the damage that was found. There were no issues with the catheter. The catheter was not a medtronic product.

Manufacturer narrative:
This event is reported at this time based on analysis findings which indicated a reportable event. H3. Product analysis: equipment used: video inspection system (m-78210), ruler (m-83361), camera (panasonic lumix dmc-zs5) as found condition: the concerto device was returned for analysis within a shipping box; within a resealable plastic biohazard pouch; within an opened concerto inner pouch and without its dispenser coil or introducer sheath. The unknown non-medtronic micro catheter used in the event was not returned for analysis. Visual inspection/damage location details: the concerto pusher was found broken at the positive load indicator. The release wire was found extending out of the break location and found broken/separated from the actuator interface. The concerto implant coil was found damaged. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿coil kink/damage¿ was confirmed. It is possible the implant became damaged due to advancing against resistance. The pusher was found broken at the positive load indicator. Customer did not report attempting to detach the device. Customer did not report finding the damage during inspection/preparation per IFU; therefore, the damages likely occurred during use. Customer reported devices were prepared per IFU, no issues that contributed towards the failure, and no issues were found with the micro catheter. Therefore, the likely cause of the coil kinking and pusher break could not be determined. As the unknown micro catheter used during the event was not returned for analysis, any contribution of the micro catheter towards the failure could not be determined. As the model and lot numbers were not reported, compatibility could not be assessed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.